Event description:
Two suspect meters and two strip lots exhibited poor correlation. One inratio meter reported an inr of 3.9 vs 8.8. The second inratio meter reported an inr of 2.6 vs 2.6. The suspect meters shall be returned for further eval. Replacement meters to the customer.